Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
During screw insertion for an ankle fusion, the handle come off of the device, however there was no patient injury or delay in the procedure.

Manufacturer narrative:
Visual review of the returned condition of the device revealed a disassembled condition. It appears the quick connect mechanism has disassembled from the handle. As the device is disassembled, function testing could not be completed. As the device was returned disassembled, the complaint is confirmed. Review of device history records found these units were released to distribution with no deviations or anomalies. The device is believed to be conforming to specifications when leaving zimmer biomet control as it was used in previous procedures. The root cause of why the device disassembled could not be determined.